Event description:
Since essure implantation, I have had many side effects. Cluster migraines, bloating, weight gain, pelvic and abdominal pain, tingling in my legs, extremely heavy bleeding and clotting (so much I have had to resort to wearing depends), low iron (was a regular plasma donor and as time progresses with the essure my iron is getting lower that donation is not an option anymore), mood swings, depression...the list goes on and on...